Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03879. It was reported during the pt's partial system replacement procedure (reference MFR reports: 1627487-2013-00265, 00266, and 00267) she stopped breathing and was subsequently given epinephrine and chest compressions before beginning to breath again and her vitals returning to normal. It was also reported the procedure was completed; however, as a precaution the pt was admitted into the ICU. The pt's spouse confirmed the pt has a history of difficulty with anesthesia and waking up after surgical procedures. F/u identified as of (B)(4) 2013, the pt still had not returned to consciousness and was transferred to the ICU of a different hospital and is on a respirator. Additionally, the pt is experiencing involuntary twitching (it was confirmed the scs system remains off). As of (B)(4) 2013, the pt's status has not changed. The pt's eeg is normal. Moreover, the cause of the event has not been confirmed by the physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.